Manufacturer narrative:
Lot # provided was for sensation device. Removed. Manufacturer's date 04/20/2018, exp. Date 04/20/2021 also for sensation device. Removed. "Brand name" changed from 'linear rlm 7.5 fr. 40cc iab' to 'linear 7.5 fr. 40cc iab', the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the catheter guide did not advance through the catheter. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the catheter guide did not advance through the catheter. There was no reported injury to the patient.